Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to use the existing needle and cartridge to resolve the issue. Customer¿s blood glucose was 112 mg/dl. In addition, it was reported that it was difficult to install the cartridge. Customer was able to load a new cartridge to resolve the issue. It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.